Event description:
The doctor reported the implant was removed due to osseointegration failure less than a month after placement surgery. Bone quality was type iii and oral hygiene at the site of the implant was moderate. During the surgery, local infection, peri-implantitis, and bone resorption were observed. The patient will later need another surgical intervention to complete tx.